Event description:
A malfunction alarm was reported, identified by the code malf 9. There was no adverse impact to the customer¿s blood glucose level. Initially, the customer lacked the necessary charging supplies to reset the pump and was advised by technical support on how to proceed. Later, technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to report back if any further issues occurred.